Event description:
It was reported that "several high-pressure alarms were noted. At the time of high-pressure alarms, patient was positioned on r side. No blood was noted in driveline at this time. After repositioning, the alarms ceased. Approx 630 est, d. States there were "a couple more" high pressure alarms. The patient was "fidgeting" so the nurse silenced the alarms, ensured there was no blood in driveline and stepped away to get anxiety medication for patient. Additional high-pressure alarm issued and "significant amount" of blood noted in he driveline. Questioned if blood reached the iabp and d. Stated it did not. The he driveline was clamped and driveline disconnected immediately from iabp. Also questioned additional he related alarms previously noted and d. Did not know if there had been prior he related alarms. D. States that the iab was subsequently removed at bedside and there was no complication by approx 700 est. At time of the call, the patient is stable and iab had not been replaced".

Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.